Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of twenty six devices. The visual inspection and functional evaluation of the samples had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the thread had broken off of the needle immediately before using it and it had happened to a total of five sutures. The sutures were not treated nor hydrated prior to use. There was no patient involved.